Manufacturer narrative:
Eval visual inspection of the lens showed the optic and haptic were torn in half. Conclusion based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for eval.

Event description:
The surgeon implanted a plate collamer lens model cc4204bf and the trailing haptic tore during insertion. The lens had to be cut when it was removed. There was no pt injury.